Manufacturer narrative:
H.6. Investigation summary: bd received six (6) samples and one (1) photo for investigation. The photo and returned samples show a yellowish edta clump confirming the indicated failure mode for foreign matter. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was foreign matter in tube; biological and non-biological. The foreing matter event affected 4 tubes. The following information was provided by the initial reporter. The customer stated: "the 6 ml lavender cap edta sample tube has a yellow crystallized substance in the tubes." 6-may-2023 photo returned review, and yellow crystals which appeared to be attached to the inner tube wall could be observed.